Event description:
The customer reported that the device powered up with a red x and displayed a pads ECG error message. The device passes the operational check.

Manufacturer narrative:
Pr #: (B)(4). The customer reported that the device powered up with a red x and displayed a pads ECG error message. The device passes the operational check. There was no reported pt involvement. The philips repair bench evaluated the device and confirmed the problem. The cause was determined to be a faulty power pca. This was a malfunction of the power pca that caused pad/paddles ECG self-test failures.